Event description:
"Customer complaint filed on 2nd replacement cryo device customer received device and for the second time customer complained that trigger stuck and unit expelling n2o until the n2o exhausted from canister." Ref (B)(4).

Manufacturer narrative:
Reference: (B)(4). *investigation x-no sample returned x-review DHR *analysis and findings a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. This unit was not returned as of july 22, 2019. The complaint condition cannot be determined for a root cause evaluation. A review of the DHR confirms this s/n unit passed the in-process testing execute on all builds. Should the unit be returned this complaint will be updated accordingly. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. *correction and/or corrective action. None no applicable correction available to train to. No corrective action applicable as the unit was not returned. This complaint will be entered into the coopersurgical continuous improvement plan (cip). *was the complaint confirmed? No. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
"Customer complaint filed on 2nd replacement cryo device customer received device and for the second time customer complained that trigger stuck and unit expelling n2o until the n2o exhausted from canister." (B)(4).